Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that sensor electrode was missing. Blood glucose was 4.2 mmol/l. Customer reported that sensor electrode was missing and therefore the sensor was not working and another electrode worked only very shortly because the electrode was very short. The sensor will not be returned for analysis.